Event description:
It was reported that the blade broke during a procedure. There was a 10 minute delay while the patient had an x-ray taken to determine no broken pieces were in the patient. The broken pieces were recovered from the floor. The case was completed successfully and there were no further adverse consequences associated with this event.

Manufacturer narrative:
The failure was confirmed. The definitive root cause of the issue remains unknown, however, the evaluation of the returned blade determined that the blade was mis-loaded into the handpiece at some point. It cannot be determined if the blade was used when it was mis-loaded, but this potentially contributed to the blade break.

Event description:
It was reported that the blade broke during a procedure. There was a 10 minute delay while the patient had an x-ray taken to determine no broken pieces were in the patient. The broken pieces were recovered from the floor. The case was completed successfully and there were no further adverse consequences associated with this event.

Manufacturer narrative:
Device not received.